Manufacturer narrative:
The coolgard 3000 ivtm system (s/n: (B)(4)) was evaluated at the customer site by zoll's service technician. The primary complaint was confirmed during review of the event log. Further evaluation of the console found the heating element and condenser fan are defective. Unrelated to the compliant, the console's display head was found difficult to read. The defective parts were not replaced nor repaired. The console is at end of life. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for coolgard with serial number (B)(4).

Event description:
During a self-test, it was reported that the coolgard 3000 ivtm system (s/n: cg30000315) displayed a tcmid:06 (cooling or heating failure) error message. The issue was not resolved, despite rebooting the unit. According to the reporter, another device was used to begin the patient's temperature management therapy. There was no interruption in the patient's therapy as a result of the reported issue.